Event description:
Caller tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. Customer had not taken any coumadin for 3 days. Customer was advised to not take coumadin for "a few more days" based on the lab result. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.